Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow-up, device was found to reach eol. There were also alerts for possible output circuit damage and charge time limit reached. Device was explanted and replaced. Patient was stable and was discharged from the hospital.